Manufacturer narrative:
Insulin pump passed displacement test and self test. Hardware low-level failures alarm confirmed in the pump history file due to broken trace on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that they were able to successfully clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer stated that the insulin pump did not pass the self test. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will be returned for analysis.